Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after thyroidectomy procedure, the patient had post op small amount of oozing of blood. The doctor recalled during the procedure that the site looked completely dry at the end, was tested with valsalva, and there was no sign of any kind of bleeding. Regrasp alert, end tone and energy delivered were unknown. The patient was readmitted 10 hours post op.